Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed button error while the customer was sleeping. She stated that she removed and replaced the battery, but this did not resolve the issue. The customer's blood glucose was over 330 mg/dl. The caller did not observe any other significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm was noted. The act button was unresponsive. The functional testing could not be performed due to the unresponsive buttons. The insulin pump was received with a severely scratched display window, cracked case at the display window corners and a broken reservoir tube lip.